Event description:
Literature article stated pt presented to the emergency department complaining of pain and redness in both eyes. Slit lamp examination revealed two infiltrates in the inferior part of the cornea in the right eye and five smaller infiltrates in the superior half of the left cornea. Pt was hospitalized for two days due to her anxiety of treating herself at home. Symptoms improved after hospitalization and treatment. At final follow up visit one week later, pt's condition resolved. A culture of the contact lens revealed serratia marcescens as the responsible infectious factor.

Manufacturer narrative:
The product was not returned for evaluation. The lot number is unk. The article does not relate the event to a specific product but does reference the need for more detailed information to be provided to contact lens users concerning the prevention and management of potential complications. Based on all information, no causal factors can be determined and no conclusion can be drawn.